Event description:
It is reported that the technician observed debris inside liner. The product was removed from the sterile field. Surgery was completed with another liner.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: upon initial review of the received product it was confirmed that debris was present on the articulating surface. However, the debris was removed during decontamination, indicating that the debris was not embedded in the liner. The sterilization process for this device was validated in accordance with FDA regulations and iso standards. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. This device was packaged in a clean room, under a specially designed hooded packaging station that creates a clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was inspected, manufactured, and packaged to specification.